Event description:
Unomedical reference number (B)(4). Event occurred in france it was reported that on (B)(6) 2024, the patient faced an issue since guide needle broke and remained inside the catheter which prevented adaptation of the tubing. No further information was available.